Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the implant the right ventricular (rv) lead triggered an alert for one high impedance reading on the high voltage coil. Fracture was suspected. The next day the impedance was within normal range. It was also reported that one day post implant the right atrial (ra) lead exhibited intermittent undersensing and was reprogrammed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.